Manufacturer narrative:
(B)(4) - congenital defect/deformity, unintended movement. The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The following information comes from the abstract of the 24th annual meeting of the "japanese association cardiovascular intervention and therapeutics" cvit 2015, page 1258. An (B)(6) female patient was implanted with an amplatzer septal occluder (aso) to treat her atrial septal defect (asd). Right to left flow was observed due to a complicated patent foramen ovale (pfo). Transesophageal echocardiography revealed her interatrial septum was floppy and aneurysmal. The defect was sized and was determined to be 14 mm and a 14 mm aso was implanted. The aso embolized to the left atrium 5 minutes after deployment. The aso was percutaneously retrieved and replaced with a 35 mm amplatzer cribriform occluder which pinched the asd and pfo together.